Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit event log recorded post dac or adc (power on self-test digital to analog converter or analog to digital converter) error (8,400,1) and post dac or adc error (8,4013.1) and post dac or adc error (8,2048.1). Performed transducer calibration and tests however all passed.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable), high rate, low pip (peak inspiratory pressure) and low ve (low ventilation) occurred. The customer confirmed that there is no patient involvement associated with this reported event.